Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable crplx c-reactive protein (latex) results for two patient samples. Patient 1 initial result was 0.05 mg/l and the repeat result was 30.45 mg/l. On (B)(6) 2017, patient 2 initial result was 0.03 mg/l and the repeat results were 23.59 and 23.61 mg/l. This patient was a (B)(6) female. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 21624101 with an expiration date of 31-oct-2018.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The provided calibration and qc did not indicate any issue. The customer was using gel tubes which often cause issues due to incorrect handling. Most likely, there was a hardware or pre-analytical issue.